Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead thresholds began to rise shortly after implant. The thresholds were now high. The lead was capped and replaced. No patient complications have been reported as a result of this event.